Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user went to change infusion set and saw the drops were coming out of the tubing she press esc button. Customer was prompted again to fill tubing. Customer stated insulin pump asked to rewind insulin pump again but it did not allow her to get pass through the process. No harm medical intervention was reported. The insulin pump will not be returned for analysis.